Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn3628 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the nurse found the curve of the needle has a leak. It was immediately changed. No patient injury reported. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported the nurse found the curve of the needle has a leak. It was immediately changed. No patient injury reported. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two 22ga x 0.75¿ bard winged infusion sets with y-sites. Usage residues were observed throughout both samples. An attempt to infuse water through the sample using a 12ml syringe revealed both samples to be patent; however, both samples exhibited leaks at the needle exit sites. During manual manipulation, both needles swiveled easily within their housings. The needles were easily removed from the tubing/housing, requiring little effort. Microscopic inspection of the needle shafts revealed adhesive residue surrounding the needle shafts. Some gaps were observed in the adhesive coverage. The leakage at the needle exit site appeared to be caused by poor bonds between the needle shafts and the tubing/housings. The adhesive residue suggested that adhesive was applied during device assembly; however, both the gaps in the adhesive and the weakness of the bond between the needles and other device components suggested that a strong bond was not formed during device assembly. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.